Event description:
It was reported that this right ventricular (rv) lead was suspected of a fracture and was exhibiting high out of range impedance measurement, measuring greater than 3000 ohms, high out of range shock impedance, measuring greater than 200 ohms, and noise on the rv channel causing inappropriate shock. The plan is to schedule a lead replacement procedure and therapy has been turned off in the meantime. No additional adverse effects were reported. This rv lead remains implanted but electronically deactivated.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead was suspected of a fracture and was exhibiting high out of range impedance measurement, measuring greater than 3000 ohms, high out of range shock impedance, measuring greater than 200 ohms, and noise on the rv channel causing inappropriate shock. The plan is to schedule a lead replacement procedure and therapy has been turned off in the meantime. No additional adverse effects were reported. This rv lead remains implanted but electronically deactivated. Additional information was provided, it was reported that this rv lead was explanted and replaced. The hospital staff disposed this lead due to additional damage to the lead during the procedure. This rv lead will not return for analysis.

Event description:
It was reported that this right ventricular (rv) lead was suspected of a fracture and was exhibiting high out of range impedance measurement, measuring greater than 3000 ohms, high out of range shock impedance, measuring greater than 200 ohms, and noise on the rv channel causing inappropriate shock. The plan is to schedule a lead replacement procedure and therapy has been turned off in the meantime. No additional adverse effects were reported. This rv lead remains implanted but electronically deactivated. Additional information was provided, it was reported that this rv lead was explanted and replaced. The hospital staff disposed this lead due to additional damage to the lead during the procedure. This rv lead will not return for analysis.